Event description:
It was reported that when a clip applier during surgery, the clip tore through a vessel and did not clamp the vessel.

Manufacturer narrative:
Final investigation showed that there was an internal failure of the device handle that caused it to stick, and a lack of spring pressure. Clips were found to not form or fire properly.